Event description:
Boston scientific received information stating: the lead exhibited a low lead impedance measurement. (B)(6) (r.n.) (B)(6) hospital sweden no implant/explant dates provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).